Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was determined to be due to a use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received an infusion of 5-fluorouracil (5fu) sooner than intended coincident with an infusor device. The infusor was filled with 4 grams of 5fu that infused in 24 hours rather than the intended time of 120 hours to infuse. Per the reporter, an error occurred during the preparation as the infusor was set to infuse 10 ml/hour instead of 2 ml/hour. As a result of the infusion completing in 24 hours, the patient required cardiac monitoring in the intensive care unit of a hospital and the administration of an antidote uridine triacetate. The patient was discharged home from the hospital after four days. The patient¿s outcome from the event was not reported. No additional information is available.